Manufacturer narrative:
It was reported that intra-op, collapse of l2 had occurred. Although fixation had been performed up to il, pain due to l1 collapse occurred. A revision surgery was performed and the fixation range was extended. There were no product malfunctions. The patient was in hospitalization or prolongation of existing hospitalization was necessary. As the event was reportable to a regulatory authority, an investigation was required. Additional information was required to determine the cause of the event. The manufacturer representative was contacted to provide additional information. No new information was reported. As the device had been disposed of, no analysis could be performed. There was an indication that the event was related to a possible manufacturing issue, so a device history record review was performed. The DHR review did not identify any anomalies associated with this event. Risk assessment review was performed which stated that the cause of this event may be related to patient or medical specific factors or problems resulting in a revision surgery. There is insufficient information to conclude that there is a manufacturing/design-related non-conformance. No similar complaints within gch could be identified using a lot number of the affected product. No conclusions can be identified based on the event details. The investigation determined that the cause of the event was not related to the product, and therefore no further investigation was required. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of stenosis, who underwent a plf procedure in a spinal therapy. It was reported that, intra-op, collapse of l2 had occurred. Initial surgery was fixation, performed at l4-5-s1-il on (B)(6) 2020. Although fixation had been performed up to il, pain due to l1 collapse occurred. A revision surgery was performed on (B)(6) 2020. The fixation range was extended to l1. There were no product malfunctions. The patient was in hospitalization or prolongation of existing hospitalization was necessary because fixation range was extended to l1. Patient demographics: gender- female, age ( at the time of event) (B)(6). Pre-operative diagnosis: stenosis procedure performed: screw removal was performed at l1 and the fixation range was extended to t9-10-11-12. Levels implanted: t9-il date of implant: (B)(6) 2020. Date of explant: (B)(6) 2020. Device status reason: explanted complete it was reported that patient information cannot be provided due to the restriction by the privacy regulation. No new information was received.